Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The device was booted up and an attempt to access the administrator menu was made. The device displayed a critical error and was forced to restart. Enabling the ukr application allowed the administrator menu to be accessed. An image was provided. A relationship between the reported event and the device was established. The most likely cause of this event is associated with the failure to enable the ukr application on the device after a software update, leading to a critical error when accessing the administrator menu when ukr cases are on the device. This is a known feature of the software and not considered a bug. Per software installation instructions wi-301952 [5], if you are updating a system with prior ukr cases, the ukr application must be enabled prior to accessing the admin menu. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while testing the cori system, when entering admin they received critical error (the system has detected that launcher exited due to a configuration error). No patient was involved. No other complications were reported.